Event description:
It was reported that this lead was an attempted implant due to high out of range pacing impedance measurements. The procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.